Event description:
Boston scientific received information that a phone call was received by a patient advocate with the information that this patient was traveling and had felt light headed. The patient was believed to have experienced syncope and was not sure if a shock was delivered by the device. The patient noted that he had experienced a similar sensation in the past and when following with the physician, the physician had told the patient that he had tachycardia. The patient felt fine following the brief episode of syncope, but wanted to know if it was possible to know what had happened with the device. It was note possible to obtain device information over the phone and a device follow up was recommended. The patient declined as he was returning home the following day.

Manufacturer narrative:
Additional information was received which noted the device was explanted for unknown reason. The device has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device remains implanted.

Event description:
--